Manufacturer narrative:
Upon review of this complaint file, it was determined that the pt was admitted to the hospital due to the incision made in the abdomen to place the gastrostomy tube. Cook endoscopy became aware of the hospitalization on 08/13/2009. The connection between the hospitalization and the incision in the abdomen was made on (B)(6) 2010. In an effort to prevent further occurrences of late medwatch reporting, cqa personnel were reminded of their responsibility in fulfilling medwatch reporting requirements. Eval: our laboratory eval of the product said to be involved confirmed the report. The blue insertion wire is stretched and broken rendering the device inoperable. A portion of the blue insertion wires remains attached to looped wire on the distal end of the dilator. Due to the condition of the blue insertion wire it is likely excessive pressure was applied, perhaps in response to difficulty pulling the tube through the incision in the abdomen. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Difficulty passing the gastrostomy tube through the incision site and damage to the blue insertion wire can occur if the incision through the skin is less than 1cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use for this product instruct the user to make a 1cm incision to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the gastrostomy tube exits the incision site. If excessive pressure is applied during placement, damage to the insertion wire can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to difficult passing the gastrostomy tube through the incision site and subsequent insertion wire damage. The instructions for use for this product line instructs the user to lubricate the tube throughly and over the entire length. This activity will aid in smooth feeding tube placement. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on the activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy peg 24 percutaneous endoscopic gastrostomy set - pull. The physician experienced difficulty pulling the tube through the incision site. The procedure was stopped due the pt's condition and time did not allow for placement of another tube. A feeding tube was placed successfully the following day. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt was hospitalized overnight due to the incision that was made for placement of the feeding tube.